Event description:
It was reported, the programmer displayed an error message upon booting up. The service disk was attempted to resolve the issue, without success. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the programmer powered up with a white display, and errors were confirmed in the error log, caused by software corruption. It was also noted that the system fan was noisy, and the programmer experienced an error while re-imaging the hard drive.